Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 467 mg/dl, and the customer was wearing the insulin pump at the time of hospitalization. The customer's diabetes care educator stated that the customer was unable to remove the battery cap in order to change the battery, which led up to the hospitalization. She stated that the battery cap was damaged. She advised that the customer was treated at the hospital, then released. She also noted that the customer had some cognitive issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.